Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone14.3 cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that on 11dec2025, the pod was observed to be leaking after approximately 48 hours of wear, resulting in blood glucose levels rising to approximately 419 mg/dl. No additional medical symptoms were reported. The patient¿s mother contacted the healthcare provider, who advised increased fluid intake and abstaining from exercise. The presence of ketones was also noted. As the patient sought medical guidance via phone, it is presumed that any ketone measurements were obtained through home urine or blood testing; however, this was not specified. A new pod was placed.